Event description:
It was reported that the patient had been to the hospital emergency room with hyperglycemia. The patient's blood glucose levels reached 513 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include high blood pressure, vomiting, nausea, sweating and loss of consciousness. Once at the hospital emergency room the patient was treated with manual insulin injections as well as 2 bags of intravenous fluids. The patient was in the hospital emergency room for 8 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Phone_control_android. Cloud - omnipod 5 software app version. 3.1.1. Cloud - operating system. Bp2a.250605.031.a3.s938usqs6byif. Cloud - hardware. Sm-s938u. Cloud - cgm sensor type. Data not available.